Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp.(omsc) for further investigation. Omsc confirmed the device and the foreign material collected from the auxiliary water channel. The main component of a solid foreign material can be a protein, based on the following results of component analysis: -as a result of analysis by fourier transform infrared spectroscopy, a peak derived from the protein was confirmed. -as a result of analysis by energy dispersive x-ray spectroscopy, carbon and oxygen, which can be derived from proteins, were strongly detected. Also, nitrogen characteristic of protein was confirmed. In addition, omsc confirmed a white foreign material in the air/water nozzle. Silicon dioxide was detected as a result of component analysis of white foreign material by fourier transform infrared spectroscopy. Silicon dioxide, such as silica, may have derived from antifoaming agents or tap water. The protein of the foreign material exited from the auxiliary water channel may have derived derived from humans, protein-based drugs, bacteria, and the like. The exact cause of the foreign material could not be conclusively determined, but the reported event may have been caused by improper or insufficient cleaning and disinfection. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to sorc for evaluation. Sorc inspected the device and confirmed the following: the angulation was insufficient and the play of the angulation control knob was out of the normal state, due to the extension of the angle wire. Watertightness was not maintained due to perforation of the insertion tube due to external factors. The light guide lens was cracked due to the bump at the distal end. The insertion tube, distal cover, endoscope connector, flexibility adjustment ring, remote switch, control section cover and grip unit were scratched due to an external factor. The electrical insulation of the distal end was not maintained, due to the peeling of the adhesive of the bending section rubber. The adhesive of the bending section rubber was chipped. Dirt that was difficult to remove had adhered to the distal end cover, objective lens, control section, and universal cord, due to insufficient cleaning. The adhesive of the objective lens was peeled off due to handling. There was an abnormality in the endoscopic image due to the peeling of the adhesive on the objective lens. There was roughness when the up/down angulation control knob was activated. The endoscopic image was noisy. The endoscopic image was cloudy due to dirt on the objective lens due to handling. The boot on the endoscope connector side of the universal cord was scratched due to external factors. The reported event that foreign material was exited from the auxiliary water channel may have been caused by the broken auxiliary water channel. The device was returned to olympus medical systems corp.(omsc) for further investigation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that foreign material was exited from the distal end of the auxiliary water channel. In addition, the air/water nozzle was clogged with foreign material. There was no report of patient injury associated with the event.